Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother called and requested assistance with settings his carb ratio. The caller stated that his doctor changed the settings because the customer was experiencing low blood glucose. The customer had lows and after treating his glucose level was 70 to 90's. The customer was low for two days, and he was shaking as well he had a stomach flu. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. Then the mother called twice to report that his son kept experiencing low glucose. The customer was treated and the settings were changed. The mother stated that the nurse gave him a candy to treat his low glucose of 71mg/dl, and it was over 200 by the time he got home. The mother wanted to know what happened with 15.0 units from his reservoir. No further information was provided.